Manufacturer narrative:
Field correction: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used/charged her scs system in approximately one year and is unable to initiate stimulation. It was also reported the patient is unable to establish communication between her scs ipg and external devices and has received a 2501 comm error from the patient programmer. Surgical intervention will be taken at a later date to address the issue.